Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 201 to 214 mg/dl.